Event description:
During robotic left colectomy, the ligasure device did not burn as it should have when the handle was depressed. Device would not seal. Staff tried (without effectiveness) unplugging, cleaning jaw, and regrasping. A new device was retrieved. There was no harm to the patient. Manufacturer response: for vessel sealer, ligasure device, davinci (per site reporter). The manufacturer is sending a replacement.